Manufacturer narrative:
Product complaint # : (B)(4) investigation summary : no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However x-rays were provided. Upon visual inspection of the x-rays, no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "porous-coated metaphyseal sleeves in revision total knee arthroplasty: midterm results" written by stefani g, mattiuzzo v, prestini g, civitenga c, calafiore r, and traverso f. Published by joints published online/accepted by publisher 18 apr 2021 was reviewed. The article's purpose was to retrospectively study 141 patients (143 knees) operated on between 2008 and 2015 to evaluate the efficacy in terms of clinical results and radiographic findings of using metaphyseal sleeves in revision total knee arthroplasty, and to check if the use of sleeves without stems did not impair such results. Sigma tc3 depuy implants were used. Cementless metaphyseal sleeves were used with and without stems on both the tibial and femoral sides. No patient identifiers were given within the article. Radiographic and intra-operative images can be found on pages 3, 4, and 5 of the literature article. Depuy products with known adverse event(s): tibial tray x2, tibial stem x 2, tibial sleeve x 2, tibial insert, patella component, femoral component, femoral stem, femoral sleeve. Adverse events: 1 case of tibial stem migration with pain and planned revision, 1 case of post-operative femoral bone fracture addressed by revision, 13 cases of intra-operative tibial bone fractures addressed with cerclage wires at time of incident, 6 cases of intra-operative femoral bone fractures addressed with cerclage wires at time of incident, 3 cases of infection addressed by revision, 1 case of instability addressed by revision, 1 case of pain addressed by revision, 1 case of stiffness addressed by revision.